Event description:
Spinal anesthesia failed. Two spinal trays of the same lot were used on this patient, and both trays failed. The patient then proceeded to general anesthesia. There were no complications.